Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012628475); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-34 (lot: 0012623715); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the valve was deployed too deep and was fully recaptured. The valve was deployed a second time and again was deep and was fully recaptured again. Upon the third deployment, the valve was too shallow and was fully recaptured. On the fourth and final deployment, the valve was positioned at 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) at 80% deployment. The non-medtronic guidewire was exchanged for a different non-medtronic guidewire and an aortogram was performed to confirm positioning. The valve was deployed with rapid pacing landing at a final depth of approximately 5 mm on the lcc. After the valve was fully deployed, the valve continued to move into the ventricle for a final depth of approximately 20 mm below the native annulus. Commissural alignment was obtained. The valve was assessed over a period of 15 minutes. An attempt to balloon with a 28 mm non-medtronic balloon was performed two times to pull the valve up howev ER was unsuccessful. Subsequently a second 34 mm valve was implanted at a depth of 3 mm on the ncc and 6 mm on the lcc.